Event description:
It was reported that there was an event of icm under sensing, when a bradycardia episode alert was reported via a merlin remote transmission. No intervention was performed. Patient status was unknown.